Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had difficulties inflating the device due to their hands not being sufficiently strong; therefore, they wanted to replace it with a malleable device. The patient underwent a surgical intervention, during which, it was confirmed that the pump bulb was collapsed. The ipp was removed and replaced with a malleable penile prosthesis. No patient complications were reported.